Event description:
Revision surgery - due to glenoid bone failure. The surgeon explanted the baseplate, screws, glenoid head, and insert. Then replaced them with a hemi "anthroplasty". There was no implant failures.

Manufacturer narrative:
The reason for this revision surgery was glenoid bone failure and the explant of the baseplate, screws, glenoid head, and insert. The length of in vivo service was 10.4 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 165 prior complaints reported against this part; summary of investigations: 33 for stability and looseness, 32 for trauma, 17 for dislocation, 18 infection and others not associated with product issues. This is the first complaint against this lot number. This event and revision surgery is the result of patient glenoid bone failure. The surgeon reported no issues associated with the product. The root cause relating to the bone failure could not be determined with confidence. The surgery was successfully completed and without incident. No further action is required. There are no indications of a product or process issue affecting implant safety or effectiveness.